Event description:
This l v lead was implanted on (B)(6)2007. During device change out procedure on (B)(6)2012 an additional l v lead was added through the coronary sinus. Dr.(B)(6) believed that tri-v pacing might help this patient with his crt response to therapy as the epicardial lead alone was not sufficient. The physician was dr.(B)(6) at (B)(6)medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).